Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited loss of capture at maximum output and a decrease in r-wave amplitude, resulting in under-sensing. The device was then reprogrammed to bipolar and tip-to-can sensing to reduce the under-sensing. Chest x-ray later confirmed that the rv lead had dislodged. The physician attempted to reposition the dislodged rv lead, however the rv lead was inadvertently cut during the procedure. The rv lead was therefore explanted and replaced. The patient was asymptomatic and remained stable throughout the procedure.